Event description:
Caller reported that the cartridge was damaged. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller successfully changed the cartridge and resumed insulin therapy, although the cartridge was unavailable for return. Caller acknowledged and understood the resolution.